Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that during testing, the balloon was inflated, but the balloon did not deflate when the syringe was pulled.

Manufacturer narrative:
The reported event unconfirmed as the product meets specifications. Visual evaluation noted received a 3-way temp sensing catheter and a straight tipped syringe. Replaced returned inflation valve with in-house valve and re-attempted deflation with both syringes. Attempted to deflate balloon using returned syringe and in-house inflation valve and only 1 ml could be withdrawn. Deflated balloon with in-house luer lock syringe in 3 minutes and 10 seconds with no cuffing or leaks noted. Dissected balloon and found that the notch was perforated completely. Dissected inflation funnel and pin gauges 0.028¿ and below could freely pass through lumen. 0.029¿ - 0.037¿ took some effort to get through and 0.038¿ and above cannot pass through. Therefore, the product meets specifications. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The labelling review is not required as the reported event is unconfirmed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text: the actual/suspected device was inspected.

Event description:
It was reported that during testing, the balloon was inflated, but the balloon did not deflate when the syringe was pulled.